Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise on stored episodes. Reprogramming was performed to turn high voltage therapies off and to change the sensing vector. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had a constant increase in bipolar impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. The initial reported event of [it was reported that the right ventricular (rv) lead had high impedance and noise on stored episodes. Reprogramming was performed to turn high voltage therapies off and to change the sensing vector. The lead remains in use. No patient complications have been reported as a result of this event.] Was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise on stored episodes. Reprogramming was performed to turn high voltage therapies off and to change the sensing vector. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2020: it was further reported that the right ventricular (rv) lead had a constant increase in bipolar impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.